Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, no positive signal was triggered when the nerve was stimulated, but a positive signal was emitted when other tissue (not a nerve) was stimulated, so the acoustic results are swapped or incorrect. The procedure was completed with another nim vital. The hardware setup was verified before use. The electro cautery was not used for excess of 30 seconds resulting in muting for >30 seconds. There was no patient impact.

Manufacturer narrative:
H3: product analysis of nim vital console found misaligned crm subsystem version, and a low battery charge. Updated the crm subsystem version. H6: annex codes b01, c10 and d1102, g02008 are applicable for nim vital console and annex code d20 is applicable for patient interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.